Event description:
It was reported that during un-packaging of the 3.5 x 8 mm nc trek balloon catheter, resistance was noted during removal of the protective sheath. After the sheath was removed, the balloon was found to be stretched. The device was not used. A new 3.5 x 8 mm nc trek was un-packaged, but resistance was again noted during removal of the protective sheath. After removal, the balloon was found to be stretched, and the device was not used. A new nc trek was used successfully. There was no patient involvement with either device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm to confirm the reported issue due to the damage on the catheter when returned. A review of the complaint handling database found two similar events for difficulty to remove the protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek referenced is being filed under a separate medwatch report.